Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had surgery a day prior to this call and the implantable neurostimulator (ins) was turned off at that time. Patient¿s daughter turned stim on again following the procedure but the patient had not been voided. It was noted that when interrogating using the physician programmer a 7 was displayed on the screen. Technical services presumed that the ins was set at 7 volts but hcp was not certain. They would contact the managing healthcare provider. The change in symptom was considered sudden. There were no further complications that have been reported as a result of this event.